Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient experienced peritonitis. No hospitalization was reported for the event. Treatment was not reported. The patient recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). This is report 1 of 1 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Further information was received from a nurse, who medically confirmed the case. On an unknown date in (B)(6) 2012, the patient experienced a right foot infection and was hospitalized. On an unknown date, the patient discontinued dianeal therapy and began hemodialysis. On (B)(6) 2012, the patient was discharged and was recovering. On an unknown date in (B)(6) 2012, the patient was hospitalized again for a right foot infection. On an unknown date during hospitalization, the patient had a right below the knee amputation. On an unknown date in (B)(6) 2012, the patient resumed dianeal therapy. On (B)(6) 2012, the patient was discharged from the hospital. The nurse confirmed the event and of peritonitis and the onset date of the peritonitis as previously reported. The cause of peritonitis was unknown. On an unreported date, the patient was treated with an unspecified antibiotic for peritonitis. A batch review was conducted for the potentially associated lot numbers h11h31070, h11k01037, h11j07085, and h11k29095. No exceptions were observed that were related to the reported condition.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.